Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the device to be underweight, broken shell and missing shell (25-50%). A visual and microscopic analysis was performed which identified broken shell (striated) and crease fold. Based on the device analysis the final assessment is a striated broken shell due to surgical damage consistent in the use of a surgical tool.